Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed an urgent low glucose alert on the ilet shortly after training, with blood glucose measured at 62¿71 mg/dl and trending downward; the user had taken short-acting insulin with breakfast before training, and the event was categorized as hypoglycemia with cause unclear. Symptoms included no reported loss of consciousness, dizziness, or other clinical effects. Outcomes included no need for assistance and no professional medical intervention, and the user self-treated with oral glucose (orange juice) with subsequent recovery to in-range glucose. Investigation included troubleshooting and education regarding management of low glucose and the learning period of the ilet. Investigation of this case revealed no device malfunction reported, and alerts functioned as expected, with the episode attributed to hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.